Event description:
It was reported that the bd insulin syringe - ultra-fine¿ experienced leakage. The following information was provided by the initial reporter: consumer reported insulin shooting out of the plunger side of the syringe over my hand, and air leaking into the tube that should have been filling with insulin.

Manufacturer narrative:
Date of event: unknown. Initial reporter state: the initial reporter state was determined to be il based on the area code portion of the provided phone number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe - ultra-fine¿ experienced leakage. The following information was provided by the initial reporter: consumer reported insulin shooting out of the plunger side of the syringe over my hand, and air leaking into the tube that should have been filling with insulin.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 1242591. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h10.